Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cr ilok femoral, catalog #: 183012, lot #: 888270; vanguard anterior stabilized bearing, catalog #: 189120, lot #: 799310. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-09000, 0001825034-2018-09001, 0001825034-2018-09002. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent right total knee arthroplasty and subsequently has continue to have issues with it being painful and swollen. Patient experienced a fall in which the knee gave out.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : optivac kit 80gram double mix, catalog #: 417200 lot #: 0000823485. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.